Event description:
Additional information received email and attached to complaint object: the event date was unknown. No patient harm/injury.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer, h6. Health effects and evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, gas eyeball damaged. Per functional testing, there was no electronic sound. Light emitting diodes (leds) function as intended. The complaint was confirmed. The root cause was a faulty sound board. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced sounder printed circuit board (pcb), faulty flow block, faulty cariable relief valve, and gas supply indicator. Replaced defective reed alarm and holder. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. The device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the electronic alarm was not going off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.